Event description:
It was reported that a swan ganz pacing catheter could not pace during use. The customer set the external pacemaker output to 10v, but it did not pace. The customer replaced the catheter and the problem was solved. Examination or procedure that the catheter was used for was unknown. It was unknown whether the patient had a history of conduction defect. Patient demographic was requested but unavailable. There were no patient complications reported. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned bipolar pacing catheter. The reported event of unable to pace was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was found to be broken around the solder joint. Distal circuit was continuous. No visible damage or abnormality was observed from catheter body, balloon and returned syringe. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information, the failure mode is associated to a manufacturing defect. Since the outcome severity of harm was determined to be major, a product risk assessment was generated to cover full open and intermittent condition at tip for bipolar pacing catheters for products nonconformance with moderate, major, or critical severity. A corrective action is not required at this time. A device history record review was also completed and documented that device met all specifications upon distribution.